Manufacturer narrative:
The facility did not retain the device but did provide the lot number. An investigation of the lot history record will be conducted. Postoperative hematoma right breast (plasma blade side) presented 2 weeks postoperatively, treated promptly with surgical evacuation and control. No significant adverse effects on healing or pt recovery. The MFR will file a f/u report once the investigation of the lot history has been completed.

Event description:
This event occurred during a bilateral breast reduction study conducted by the MFR. Event description submitted to wirb: post-operative hematoma right breast (plasma blade side) presented 2 weeks post-operatively, treated promptly with surgical evacuation and control. No significant adverse effects on healing or pt recovery.